Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ¿ on (B)(6) 2005: berkshire medical group. (B)(6) , md. Perioperative assessment form. Surgical procedure: umbilical hernia repair. Date: (B)(6) 2005. History of obesity; depression; hypertension. Surgical history of appendectomy 1953; excision ovarian cyst 1958; panniculectomy (B)(6) 2003; cholecystectomy 1962; tubal ligation 1965; right triple hernia 1968; incisional hernia repair 1998; benign right upper quadrant tumor excision 2003. Weight 265 lbs. Exam: abdomen + umbilical hernia, multi surgical scarring. Surgical risk: moderate surgical risk. ¿ on (B)(6) 2005: berkshire medical center. [Signature illegible]. Pre-op anesthesia evaluation. Former smoker quit in 70¿s. Asa 3. Weight 200 lbs. ¿ on (B)(6) 2005: (B)(6) medical center. Implant sticker. Bard composix. ¿ on (B)(6) 2005: (B)(6) medical center. (B)(6) , md. Short stay discharge summary. Admit date: (B)(6) 2005. Final diagnosis: ventral hernia. Procedures: repair of ventral hernia with mesh. Hospital course: uneventful. Activity: regular. ¿ on (B)(6) 2006: (B)(6) medical center. (B)(6) , md. Radiology-CT abdomen/pelvis with and without contrast. Indication: abdominal pain/history of mesh. Impression: heterogeneous diffuse fatty infiltration of the liver. 1.9 cm left adrenal nodule has a density of 20 hu and likely represents a benign adenoma. MRI of the adrenals is recommended for definitive evaluation. Duplicated right kidney with no evidence of hydronephrosis. Implant preoperative complaints: ¿ on (B)(6) 2013: (B)(6) health systems. (B)(6) , md. History and physical. History and physical. History of present illness: ¿patricia was referred to me today for abdominal pain and a recurrent incisional hernia. This hernia has been fixed multiple times and started bothering her again a few months ago. There is a noticeable bulge as well as pain. This pain ls amplified after being on her foot for a while, her seatbelt, as well as the waistband of her pants. The only thing that seems to make the pain better is sitting and resting. Patricia also feels that the constipation that has developed over the past few mon1hs has been related to the worsening of her hernia pain. She denies fevers, chills, nausea, vomiting, diarrhea, chest pain and obstipation.¿ active problems: ventral hernia. Abdomen: obese. Large incisional hernia measuring approximated 5 inches at the largest diameter at the midpoint of her kocher incision. Easily reduced. Small umbilical hernia, easily reduced. Weight 221 lbs., bmi 41.73. Assessment: abdomen tenderness, direct periumbilical. Ventral hernia. Large reducible incisional hernia. Plan: ventral incisional hernia. Given the discomfort that the hernia is causing and the potential risk of incarceration and strangulation of contents in the hernia, I have recommended a laparoscopic, possible open, ventral hernia repair with mesh. We have discussed the details of the surgery as well as the risks of surgery. ¿ implant date: (B)(6) 2013 (hospitalization (B)(6) 2013) ¿ on (B)(6) 2013: (B)(6) medical center. (B)(6) , pa-c/(B)(6) , md. Discharge summary. Discharge diagnosis: incisional hernia. Hospital course: ¿the patient was admitted to berkshire medical center on (B)(6) 2013 under the care of dr. (B)(6) to undergo incisional hernia repair. The patient underwent attempted laparoscopic repair of the incisional hernia, converted to open incisional hernia repair with dual mesh plus. The patient tolerated the procedure well. She was extubated and transferred to the pacu in stable condition. Postoperatively, the patient was given pain and nausea control as well as dvt prophylaxis. Her diet was advanced as tolerated. She was able to mobilize out of bed and was transitioned to p.o. Pain medication. The patient was noted to have some serosanguineous drainage from her mid line surgical incision and was instructed to apply dry sterile dressing twice dally and as needed. At the time of discharge, the patient was hemodynamically stable. She was afebrile. She was tolerating a diet. Her pain was well controlled with p.o. Medications. She was ambulatory and voiding appropriately. She was discharged home in stable condition.¿ follow up in 2 weeks. ¿ explant date: (B)(6) 2014 (same day surgery.) ¿ on (B)(6) 2014: (B)(6) medical center. (B)(6) , md. Operative report. Preoperative diagnosis: multiply recurrent incisional hernia. Postoperative diagnosis: multiply recurrent incisional hernia. Operation: bilateral myofascial flap of the trunk (endoscopic component separation), open repair of recurrent incisional hernia with sublay mesh (excision of excess and thinned out skin will be dictated separately by plastic surgery). Assistant: (B)(6) , md. Anesthesia: general endotracheal/epidural. History: a 74-year-old female with obesity, hypertension, anxiety, depression, obstructive sleep apnea, osteoarthritis has had 11 previous laparotomies. Four of these previous operations were for hernia repair and 1 was for a panniculectomy. Preoperatively she underwent botulinum toxin injection for her oblique muscles and weight loss which she accomplished to get her body mass index from 43 down into the 34 range. Operative report: ¿she was brought to the operating room, placed in the supine position and after the administration of general endotracheal anesthesia, was positioned with the arms out on arm boards. All appropriate precautions were taken for proper positioning. Preoperative antibiotics were administered and venodyne boots were placed prior to induction. Three-way foley catheter and orogastric tube were placed after induction. The abdomen was prepped and draped in sterile fashion and the left-sided endoscopic component separation was performed first by gaining access between the oblique muscle using a 3-cm transverse left flank incision. We separated the muscles using serial inflations of a round balloon dissector and then insufflated the space to 12 mmhg with co2 using 12-mm airseal port. We placed two 5-mm ports under direct vision and finished the dissection with a combination of blunt and sharp dissection, taking care to avoid dividing the common junction. We then divided the external oblique from above the costal margin down to near the inguinal ligament using the scissors and then the subcutaneous tissue was divided using the ultrasonic coagulator. We had approximately 9 cm of medial release from this. The right side was done in exactly the same fashion; however, because she had a previous right subcostal incision, we had to spend some time dissecting above and below the subcostal incision such that we could separate the oblique muscles which we eventually did. We had about 6 cm of medial release on this side. Next, we made a midline incision and took down adhesions between the viscera and the hernia sac. Once this was accomplished and we identified the medial borders of the rectus muscles we had mobilized the posterior rectus sheath all the way up to and just underneath the xiphoid and down to the symphysis pubis. This was difficult because the muscle was stuck in various places, probably from previous retention sutures and there was a fair bit of bleeding from all the scar tissue that took some extra time as well. There was a lot of bleeding in terms of the amount in terms of number of locations. Once this was accomplished, we then closed the posterior sheath using a series of running 2 v-loc 180 sutures. We had previously filled up the bladder with some saline and this was now unclamped and there was no evidence of injury to the bladder by the way. We then measured the distance between the symphysis pubis and the xiphoid process and it was about 27 cm, so we therefore chose to 15 cm phasix (long acting absorbable) prosthetics and one suture near the symphysis pubis to hold the mesh inferiorly and one under the xiphoid to hold it superiorly. The prosthetics overlapped by about 3 to 4 cm in the middle and lay nice and flat, so we just left them alone. We then spent a significant amount of time cleaning up the edges of the rectus muscles and the anterior sheath eventually exercising the hernia sac. We then closed the anterior sheath using a two 0 v-loc 180 sutures which were begun at the top and bottom, and tied with a single square knot in the middle at the completion. Rectus muscles came together quite nicely and we used the short stitch technique avoiding bites of the muscles for both the anterior and posterior sheaths. We then irrigated out the subcutaneous tissue with some ancef impregnated saline under high pressure using a 10 cc syringe and 20-gauge angiocath and turned the care of the patient over to plastic surgery team for access for excision of the excess and thinned out skin and scar tissue. The patient tolerated the procedure well and there were no complications. Estimated blood loss 200 ml. Thus far plans for extubation in the operating room.¿ ¿ on (B)(6) 2014: (B)(6) medical center. (B)(6) , md. Operative report. Preoperative diagnosis: complex abdominal wall hernia. Complex wound of abdomen with prior kocher and panniculectomy incisions, ischemic triangle of skin lower right abdomen. Postoperative diagnosis: complex abdominal wall hernia. Complex wound of abdomen with prior kocher and panniculectomy incisions, ischemic triangle of skin lower right abdomen. Procedures performed: excisional preparation of abdominal wall wound 40x 10 cm = 800cm2. Fasciocutaneous flap closure, abdominal wall 40x 16 cm = 640 cm2. Assistant: leone, pac. Please note there was no qualified plastic and reconstructive surgery resident to serve as first assistant of this case. Anesthesia: general. Complications: none intraoperative or immediately postoperative. Indications: the patient is a 74-year-old female with a history of complex abdominal wall hernia. The patient will be undergoing hernia repair with dr. (B)(6) and will benefit from resection of attenuated abdominal wall tissue, and tissue rearrangement to optimize the quality of the soft tissue closure, obliterate dead space, and provide vascularized coverage of the hernia prosthesis. Consent: proposed procedure explained to the patient in detail. Risks, benefits and alternatives discussed in detail. We specifically discussed risks including bleeding, infection, seroma, hematoma, thromboembolism, wound breakdown, dehiscence and hernia recurrence. The patient had ample opportunity to ask questions. All questions answered to the patient¿s satisfaction. The patient understands and wishes to proceed. Description of procedure: ¿on the day of surgery, the patient was identified in the holding area, the site was marked, and consent verified. The history was updated. The previous scars, and abdominal incisions were marked. The zone of injury including scar tissue and attenuated tissue was marked. The patient was taken to operating room by dr. (B)(6) and his team. For his portion of the procedure, please refer to the separately dictated operative note from dr. (B)(6) . When I entered the room, there was vertical open midline incision of the abdomen with repaired abdominal wall. There were multiple transverse incisions on the bilateral flanks where endoscopic component separation had been performed to allow for anterior rectus sheath closure over the abdominal wall prosthesis. A timeout conducted verifying the patient, the site and the preparedness of the room with including up-to-date antibiotics and active dvt prophylaxis. With all team members in agreement, we elected to proceed with the reconstructive portion of the case. The wound was copiously irrigated with sterile saline. Hemostasis achieved and found to be excellent. Attention first directed to excisional preparation of the abdominal wall, ischemic and attenuated hernia sac and scar were excised until full thickness, healthy soft tissue margins were achieved. Ischemic triangle of skin on rlq noted to be discolored and venous congested, and was excised to healthy margins. All edges had robust capillary bright red bleeding prior to hemostasis. The perforators of the rectus abdominis muscle had been spared bilaterally with dr. (B)(6) endoscopic component separation. I carefully elevated fasciocutaneous flaps bilaterally preserving multiple lateral rectus perforators and dividing several medial perforators s to allow for adequate flap mobility. This had allowed for rotation and advancement of the flaps across the midline. The right flap was selected to buttressing of the anterior rectus sheath repair with a full thickness robust soft tissue fasciocutaneous flap. The flap was provisionally inset to the abdominal wall fascia using 2-0 pds sutures. The midline was remarked. The skin to be buried was deepithelialized sharply with a scalpel. The left flap was then mobilized across midline. With the flap advanced, we again we remarked the midline and excess tissue was excised. Provisional closure achieved with the towel clips with the patient in a fully supine position, ensuring no tension on the closure. Wounds copiously irrigated with saline. Hemostasis verified to be excellent. We then secured wound closure over 15-french round drains. The flaps were secured with 2-0 pds sutures in scarpa¿s fascia. The left-sided flap was secured to the right abdominal wall with 2-0 pds sutures. The dermis was approximated with insorb staples. The skin was closed with 4-0 monocryl suture. Neoumbilicus fashioned from excess right buried flap and secured with monocryl closure. All soft tissue was pink with excellent capillary refill and robust viable edges at the end of the case. Sterile dressings and abdominal binder applied. Meticulous attention paid to awakening the patient without valsalva, cough or other sudden increases in intrabdominal pressure. Sponge, needle and instrument counts were correct at the end of the case.¿ ¿ on (B)(6) 2014: (B)(6) medical center. Implant sticker. Phasix mesh x2. ¿ on (B)(6) 2014: (B)(6) medical center. (B)(6) , md. Pathology. Lab accession#: (B)(4). Tissue source: hernia sac. Final diagnosis: incisional hernia, herniorrhaphy: fibroadipose tissue with acute inflammation, reactive changes, particle of birefringent material and associated giant cell reaction (clinically recurrent incisional hernia). Gross description: labeled ¿hernia sac¿. Received in formalin is a 14.7 x 12.2 x 2.0 cm aggregate of soft, lobulated, tan-yellow tissue and a congested, purple-gray fibromembranous tissue. Sectioning reveals focally fibrotic cut surfaces. No masses or nodules are grossly appreciated or palpated. Representative sections are submitted. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information.   Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows:  (B)(6) 2005: (B)(6) medical center. (B)(6) md; (B)(6) , md. Operative report. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Name of operation: open ventral hernia repair with composix mesh. Assistant: (B)(6) md. Anesthesia: get. IV fluids: 1800 cc. Estimate blood loss: minimal. Specimens: none. Drains: none. Complications: none. Procedure: ¿the patient was brought to the operating room and was placed in the operating room table in supine position. The patient underwent general endotracheal anesthesia. The abdomen was prepped and draped in the usual sterile fashion. Under anesthesia an abdominal exam was performed and an obvious midline infraumbilical defect was palpated. For this reason a para- and infraumbilical midline incision was performed. This was performed with a 10-blade knife through the skin and continued with electrocautery through the subcutaneous tissue. The hernia sac was clearly identified at this time as well as the edges of the fascial defect. Access was gained through the sac into the peritoneal cavity at this time. The sac was completely excised with electrocautery at which time the edges of the fascia were clearly identified. Each side of the defect was grasped with a kocher clamp. After determining the size of the defect a composix mesh to match the size was utilized. The undersurface of the fascia had absolutely no adhesions with good margins. The upper surface of fascia had at least 3-4 cm of margin around it. The mesh was inserted at this time. The gore-tex side was left in contact with the bowel, so the marlex mesh was left in contact with the abdominal wall. It was first secured in its four corners with simple stitches with prolene. Then several simple stitches were placed in between the corner stitches in order to avoid the bowel from herniating through the stitches and to obtain adequate opposure of the mesh against the abdominal wall. The mesh was under absolutely no tension and was completely flat and straight. After it was tacked with several stitches all around, the midline fascia was closed with a running prolene stitch over the mesh. After this through two separate stab sound incision, two on-q pump delivery catheters were inserted into the recti muscles on each side. After this, both catheters flushed with 5 cc of 0.5% marcaine. After this they were hooked to the delivery pump which is going to deliver 4 cc of 0.5% marcaine per hour times 72 hours. After this, the subcutaneous tissue was closed with a running simple stitch with 3-0 pds. The skin was closed with staples. The wound was covered with bacitracin and sterile gauze. The patient tolerated the procedure very well. At the end of the case the sponge, needle and instrument counts were correct. Dr. Curletti was present in the operating room throughout the entire case. The patient was extubated in the operating room in stable condition and was taken to the recovery room.¿ product identification records for the alleged ¿gore-tex¿ were not provided. (B)(6) 2013: (B)(6) medical center. (B)(6) , md. Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Procedure: attempted laparoscopic repair of incisional hernia. Open incisional hernia with dual-mesh plus. Assistant: (B)(6) , pgy-5. Anesthesia: general. Estimated blood loss: 200. Specimens: none. Complications: none. Drains: none. Indications for surgery: ¿this is a 73-year-old female, who had multiple abdominal surgeries that was complicated with an incisional hernia. She had her last incisional hernia repair in 2005. This has recurred around the umbilicus resulting in significant symptoms. Description of procedure: patricia sanginetti was brought to the operating room. Anesthesia was induced with no complication. Foley catheter was inserted. Abdomen was prepped and draped in a standard fashion. After a standard time-out, we started the procedure by making a 5 mm incision in the left upper quadrant. A veress needle was inserted. Pneumoperitoneum was established. Veress needle was taken out. A 5-mm trocar was inserted using the optical view trocar. Attempting to enter the peritoneum using that method failed due to significant adhesions. Decision was made to convert to open due to the nature of her abdomen and the multiple other surgeries. For that, the trocar was taken out. Pneumoperitoneum was shut off. We made a midline incision that extended above and below the umbilicus. Sharp dissection was done all the way to what seemed to be the fascia. Upon trying to mend the fascia, it turned out that this was remnant of a previous mesh. The mesh was wrinkled underneath the skin and was detached from the right lateral side. That explained her symptoms and bulging on the right side of the umbilicus. We started by removing the mesh using the electrocautery off the surrounding fascia. Subsequently, the mesh was dissected using sharp dissection from the underlying omentum. This was done with a moderate amount of oozing for the omentum which was controlled with cautery and ties. We then proceeded with resecting the mesh and measuring the defect. The defect measured 15 cm vertically x 1 cm horizontally. For that, we decided to use a mesh that achieved 5 cm overlap in each direction. For that, we use dual-mesh plus 25 x 10 cm (the product number was 1dlmcp06). The mesh was placed beneath the fascia. It was trimmed to achieve good apposition with the fascia with 5 cm overlap in all four directions. Subsequently, we used #1 pds to suture the mesh underneath with the fascia. This was done in a circumferential diameter including four in the corners and two in between each corner sutures. There was excellent apposition with no wrinkling in the mesh. Subsequently, we closed the remaining fascia on top of the inlay mesh using running looped #1 pds. Irrigation was done. Prior to closing the skin, we used exparel diluted to 100 cc throughout the fascia and skin for optimal pain management. Subsequently, we used 4-0 monocryl to close the skin for the midline incision and for the 5 mm trocar in the left upper quadrant. Sterile dressing was applied. The patient tolerated the procedure well. Instrument, needle and sponge count was correct x 2. Surgical attending, dr. Wu was scrubbed and present for entire case.¿ (B)(6) 2013: (B)(6) medical center. Implant sticker. Gore® dualmesh® plus biomaterial. Ref/catalogue number: 1dlmcp06. Lot/batch code: 9917974. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/9917974) was implanted during the procedure. (B)(6) 2014: baystate health. (B)(6) , md. Operative report. Preoperative diagnosis: infected mesh. Postoperative diagnosis: infected mesh. Operation: excision of infected abdominal mesh. Surgeon: (B)(6) md. Assistant: (B)(6) md. Anesthesia: general endotracheal. Operative report: ¿the patient was brought to the operating room, placed in the supine position and after the administration of general endotracheal anesthesia, was positioned with both arms on arm boards. All appropriate precautions were taken for proper positioning. Preoperative antibiotics were administered and venodyne boots were placed prior to induction. Latex-free foley catheter was placed after induction. The abdomen was prepped and draped in sterile fashion and the sinus draining pus was probed with a kelly clamp. We were then able to open this cephalad in the midline in vertical direction and used #10 blade for this. We got all the way once we opened the incision a bit more and was able to get my index finger in there and use the monopolar pencil on my finger to open the rest of the incision. We also opened it up slightly inferiorly, so the total size of the incision was about 5 cm or so. In the bottom portion of the sinus, we saw an old ethibond suture, and this was excised and then we were able to easily just pull the mesh ride [sic] out of the cavity. We then irrigated it and packed it with moist gauze. The patient tolerated the procedure well. There were no complications. Estimated blood loss was minimal. Plans are for extubation in the operating room.¿ [remainder of report not found.] Records span (B)(6) 2005 to (B)(6) 2014. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged it should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect; h6: updated investigation finding; h6: updated investigation conclusions: d15: cause not established; h6: health effect impact code: f1903: device explantation; h6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received, over the course of the investigation and reported by gore in the previously, submitted medical record narratives, the following conclusions have been reached. As previously reported, all pertinent medical records requested, may not have been received. In the absence of additional information or medical records from the complainant. This event file will be closed with the information provided. Previous patient codes were reported, based on the original complaint. And are no longer applicable and/or not reportable per gore¿s investigation. It should be noted, that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence¿. The instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material¿. Procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event. Therefore, conclusion code ¿d15, cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. A pathology report detailing analysis of the device removed, during the (B)(6) 2014. Procedure was not provided. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include, but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination, which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation. Therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified, that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating, manufacturer/compounder: w. L. Gore & associates, inc., lot number#: 9917974. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately, 800 micrograms, per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately, 1600 micrograms, per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields, indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2013 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2014, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: excision of infected abdominal mesh. Additional event specific information was not provided.